Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that in three procedures all the trocars leaked. The procedures were completed without harm to the patient's. Additional information has been requested. No further information has been received.

Manufacturer narrative:
No sample has been returned for evaluation. A review of the related device history records for the reported lot numbers, indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are four other complaints associated with the lot for the reported issue. A sample was not returned and the device history record review indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).